Manufacturer narrative:
This report was initially submitted on (B)(4) 2011. However, only one (1) acceptance acknowledgement from the electronic submission gateway (esg) was received (see below the coreid information provided below). This report was then resubmitted on (B)(4) 2012 and all three (3) acceptance acknowledgments were received. Please note that the initial attempt to submit this report was on (B)(4) 2011.the coreid information received from the initial attempt for this MDR on (B)(4) 2011:(B)(4).

Event description:
Customer called to report that the synchron cx pro clinical system, model cx9 pro, generated falsely low sodium results. Customer stated that the results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer stated that once the issue was noticed, the patient samples were run on the cx5 instrument in the laboratory, the results of which were reported. The field service engineer (fse) inspected the instrument and found that line #1 was crimped; the fse then replaced the crimped line, as well as the ratio pump seals and the sample probe. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Event description:
This is a follow up report.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).